Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box showed records beginning (B)(4) 2018. Records from the date of the alleged event had been overwritten due to continued patient use of the device past the event date. The available daily insulin delivery totals corrected reflected the user¿s programmed basal rates. On investigation, the pump powered on normally and was exercised for 24 hours without issue. The pump passed delivery accuracy testing and was found to be delivering within required range and delivering accurately. Investigation did not confirm nor duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that the pump was not delivering insulin accurately. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported based on the allegation against the delivery function of the pump.